Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report that after receiving the replacement battery cap, the device still had multiple low battery alerts. The customer's blood glucose level was 600 mg/dl. Caller did not have serial number for device and would call back to provide. Nothing was replaced or returned.